Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. The 2.50mm x 12mm emerge balloon catheter was advanced to the lesion for predilation and a 3.0mm x 18mm and a 3.0mm x 12mm non bsc stents were deployed. Then the 2.50mm x 12mm emerge balloon catheter which was used during predilation and a 3.0mm x 15mm non bs balloon catheter were advanced to the lesion for post dilation, however, both balloons ruptured at an unknown atmosphere and at an unknown number of inflation. The device were completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood in the wire lumen. Magnified inspection revealed a longitudinal tear in the balloon wall 2.5mm - 1mm distal of the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).